Event description:
This study compared the results of multiple endovascular aortic surgery procedures using proglide devices. The intention of this study was to determine the clinical effectiveness of proglide devices using ultrasound guided puncture. The pre-close technique was used at both the common femoral artery and axillary artery access sites. The rate of vascular complications were extremely low; however for proglide, included the following: one pseudoaneurysm requiring the use of manual compression. The article concluded that using ultrasound guided puncture with proglide devices was a safe and effective method of achieving hemostasis and prevents proglide failures at a low cost. Specific patient information is documented as unknown. Details are listed in the attached article, "enhancing arterial closure in endovascular aortic procedures: the efficacy of echo-guided proglide technique."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: "enhancing arterial closure in endovascular aortic procedures: the efficacy of echo-guided proglide technique." B3 - date of procedure was estimated (B)(6) 2023 as the study data was from april 2023 to september 2023. D4- the UDI is not known as the part and lot number were not provided. H6 - medical device problem code 1494 clarifier: incorrect anatomy.

Manufacturer narrative:
The devices were not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Reportedly, proglide device was used in the axillary artery. It should be noted that the electronic perclose proglide instructions for use (IFU), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. Based on the information reported through the research article, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstance. The patient effect of pseudoaneurysm is listed in the electronic proglide IFU, as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.